Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's father stated that they were throwing up. The customer's father stated that they were given treatment during hospitalization. The customer's father stated that they were wearing the insulin pump during hospitalization. The customer's father stated that the insulin pump was not delivering insulin. The customer's father stated that the drive support cap was flush. The insulin pump will not be returned for analysis.